Manufacturer narrative:
Eval summary: no sample was returned by the customer. The complaint history was reviewed for this lot and there were no other complaints reported. Review of the compounding and filling mbr's did not show any anomalies that may have contributed to the complaint condition. The chemistry and microbial finished product results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitization records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. Add'l info was requested by fax and mail on 2/17/2011, 2/22/2011 and 3/8/2011 and by phone on 2/28/2010 and 3/8/2011. Completed questionnaires have not been returned. (B)(4).

Event description:
A consumer reported having red, swollen, eyes that caused her to have discharge and stinging. She was diagnosed by her dr with an infection and prescribed an antibiotic eye drop. She reported that her symptoms resolved after two weeks and she returned to wearing her contact lenses using the same solution. She reported her symptoms reoccurred and she stopped wearing her lenses immediately. She discontinued product use and her symptoms resolved.